Event description:
It was reported that this patient had their device pocket incision open for two weeks prior to contacting their implanting physician. The physician elected to explant the entire system due to infection with sepsis. No additional adverse effects were reported.